Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stent placement procedure in the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, when the stent was attempted to be released, resistance was met and the guide catheter broke. The stent released in an undesired position and was therefore removed using a snare. It was also reported that a kink was noted in the guide catheter. A non-bsc stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The delivery system was returned for evaluation, however the stent component was not returned. The suture was found detached from the push catheter and was also not returned. Visual evaluation of the device revealed the push catheter to be kinked and buckled, and the suture hole of the push catheter was found torn. The guide catheter was found stretched and broken. A kink (suture impression) was noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4) for the reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a stent placement procedure in the common bile duct performed on (B)(6), 2012. According to the complainant, during the procedure, when the stent was attempted to be released, resistance was met and the guide catheter broke. The stent released in an undesired position and was therefore removed using a snare. It was also reported that a kink was noted in the guide catheter. A non-bsc stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.